Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul large diameter head 44/j on the right side on (B)(6) 2013. It was reported that the patient experienced a dislocation on an unknown date and developed a greater trochanteric fracture, probably related to the dislocation. The patient underwent a revision surgery on (B)(6) 2013 following the dislocation and fracture, and the metasul large diameter head was removed.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that a patient underwent the second revision due to dislocation and probably, due to this dislocation she had a greater trochanteric fracture. Neither x-rays nor product were available for investigation. However, the dislocation of large diameter head occurs most probably due to malpositioning. However, it is also possible that a migration due to loosening change the inclination angle of the stem respect to the cup (cup was found to be well fixed and therefore not loose). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).